Event description:
Case reopened and reassigned to send request to replace belt. Pt (patient) called back stating they received the replacement recharger but it doesn't fit in the belt. Pt then stated the belt was fraying for the past couple months. Agent sent request to replace and sent email to pt with info on how to attach recharger to belt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device .the reason for call was patient reported they have been having difficulty recharging their implanted neurostimulator for at least a couple of weeks. Patient stated the recharger doesn't seem to want to connect to the implant at all and reported seeing rm03. Patient added their implant is right next to their rib cage and sits sort of crooked so they have to press down on the implant really hard to straighten it out and have to have the belt on super tight. Patient noted they have reset the controller multiple times and got a little bit of charge probably 3 or 4 days ago, 10%. Patient reported no visible damage to the recharger, controller port, battery compartment, or battery pack. Patient reported hearing a rattling noise inside the controller near the port that went away when they pressed on the port. The issue was not resolved. A request was sent to the repair department to replace the controller. Patient called back and repeated details from the original call, including weight gain and loss, and the position of their implant being crooked. Patient said they have really puffed up with weight gain in the last few weeks and I haven't been able to charge implant. Patient got the new controller but are now seeing a recharger problem screen. A request was sent to repair to send replacement recharger. Encouraged patient to follow up with health care professional about weight loss/gain as well as the position of their implant.

Manufacturer narrative:
Programmer, patient product ID: 97755, lot#serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.